Manufacturer narrative:
(B)(4) date sent: 03/21/2016. Concomitant medical products: information was not provided by the contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic chole procedure the clips would not form when fired. Unknown how the procedure was completed. There was no patient consequence.

Manufacturer narrative:
(B)(4). Batch # = m93638. The analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed 9 conforming clips and 3 malformed clips were fed due to an anti-backup failure; in addition, the lockout mechanism was found to be non-functional. In order to evaluate the device internal components the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found damaged causing the anti-backup and the lockout failure. No conclusion could be reached as to what may have caused this condition. A batch record review was performed and no anomalies were found during the manufacturing process.